Event description:
Customer called to report that her sensor glucose and blood glucose are reading off. Sensor glucose vs blood glucose troubleshooting. Customer blood glucose reading was 104 mg/dl. Nothing further reported.

Manufacturer narrative:
Inspected 7 opened/used sensors and performed bicarbonate buffer test. One of 7 sensors failed for high readings, 6 remaining sensors passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.